Manufacturer narrative:
Device has been returned to MFR for product evaluation. Instrument was evaluated by a product engineer. A visual macroscopic examination revealed that the pins broke. The pins were welded when the instrument should have been single piece construction.

Event description:
Surgery date: 2006. It was reported that immediate post-op x-rays revealed that a broken tip of the instrument was left inside the pt. Add'l surgery was required to remove the product.